Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 120 mg/dl. The customer stated that he was just relaxing, was preceded by getting weak battery, and received no delivery, motor error alarm and then followed by failed battery test. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.